Event description:
It was reported in clinic that the right ventricular lead exhibited high pacing impedance and high capture thresholds. A chest x-ray completed did not find any lead issue. The lead was capped on (B)(6) 2022 and replaced successfully. The patient was stable and asymptomatic.